Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with an implantable cardioverter defibrillator (ICD) that was in backup operation. Programming changes were made to restore normal device function. The were no patient consequences.